Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after opening the package, the device was hydrated and vented according to the procedure, and the stent was slowly pushed into the rebar-18 microcatheter. During the process of pushing the stent, an obvious obstruction was felt at the junction of they valve and the microcatheter, so the microcatheter was replaced, but the stent could not be pushed into the rebar-18 microcatheter. After the stent was removed, it was found that the tail end of the stent was slightly kinked and the front end of the stent was rough. Later, the sfr-4-20 was replaced, and the operation was successful without affecting the patient. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing emergency thrombectomy for ischemic stroke in the middle cerebral artery. Patient condition: mrs baseline: level 3, mrs procedure: level 1, nihss baseline: 15, nihss post procedure: 3, tici baseline: 1, tici post procedure: 2b. IV tpa was not contraindicated. Number of passes with the device was 2. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a 9mm diameter. Stroke onset to reperfusion time was 4 hours.

Event description:
Additional information received reported the second rebar was not used. The stent was kinked. The stroke onset to reperfusion time was 4 hours. The resistance was in the proximal section fo the catheter. There was no damage to the catheter, pushwire or solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.